Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing was observed during a vf episode. The sensing was sufficient enough to deliver a slightly delayed hv shock which successfully converted the patient. Ventricular sensitivity setting was decreased and further programming changes were recommended.